Event description:
Reportedly, while the technologist was moving the x-ray tube suspension above the pt who was on the table, the rotation lock allegedly released and the trauma diagnostic arm assembly rotated downward without the technologist activating the detent lock release. The arm did not contact the pt due to the intervention of the technologist. No injuries were reported.